Event description:
It was reported that when a refill was done for a pt, the hcp received a total catheter volume (tcv) out of range warning but continued to program the bridge bolus. The clinician's n'vision programmer listed the tcv as 0.48 ml. The hcp had the catheter model number 8708 in the clinician's programmer as well as in the pt's charts. Per the caller, during the bridge bolus the pt complained of numbness; that she "could not feel or use her legs." The pt was in the office when these side affects occurred and her dosage was immediately adjusted. It was noted that bupivicaine had been used. It was later reported that while doing another bridge bolus several weeks later, the hcp received the same warning message. Troubleshooting was done. The device registry system was accessed to look up the pt's catheter model number; actual model number was 8709. The caller did not know whether the hcp had done a catheter revision or spliced catheters together. The plan was for the caller to discuss the importance of accurate values with the hcp, as well as check the pt's medical records.

Manufacturer narrative:
(B)(4).